Event description:
It was reported that patient presented with decrease in vision and asymmetrical lens vaulting in the right eye approx. Three months after lens implant. The lens was noted to be in an anterior position, pushing on the iris. The patient was sent to another surgeon who attempted to reposition lens but was unsuccessful. The surgeon ultimately exchanged iol and placed another model lens in the sulcus. Pre-operative bcva (before implant)was 20/40. Bcva before intervention is 20/25. Patient was described as doing well.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.